Manufacturer narrative:
The pump was received with a cracked display window, a cracked case at the display window corners, and a dented case. No display anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and display anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is crack in case and the pump is not bumped or dropped. The customer stated the cracked is seen close to display and the drive support cap appears to be normal. The customer does know how the damage happened. The customer also stated that there is cracked on display. The customer refused replacement and was asked verbally and in written form to return broken pump for analysis.